Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) turned off when plugged in and fiber optic is not reading. Patient involved and no harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to replicate the issue. Product passed all functional and safety tests per manufacturer specifications.